Event description:
The explanted generator was received for analysis and the generator's internal data was reviewed. The first date of high impedance was identified. No other relevant information has been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information, initial report listed the incorrect age.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient was scheduled for a lead revision and possible generator replacement. No reason was provided for the revision. Update was later received that the patient was seen for surgery. Before surgery a high lead impedance was seen when the vns was interrogated. No troubleshooting for the high impedance was performed during the surgery. Once the generator was replaced, the lead impedance was ok so no other action was taken. No other relevant information has been received to date.